Event description:
It was reported that the right atrial lead exhibited low impedance. Upon review, it was discovered that the lead fractured. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.